Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11 h6: proposed annex g code: mechanical (g04) ¿ drill visual examination of the returned product/provided pictures identified the reamer returned shows signs of repeated use. The connecting end of the reamer has damage which consists of nicks and gouges, there is galling on the distal end of the shaft and also some damage to the flutes of the reamer. The distal end of the reamer has fractured and not all of the pieces were returned. No measurements were taken due to the damage of the reamer. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when performing an instrument and kit check, the distributor found the tip of the reamer was fractured. Attempts have been made and additional information on the reported event is unavailable at this time.